Event description:
During a case using the envisio¿ navigation system, it was reported that the system navigation was slow or lagging. This event coincided with excess tissue removal from the patient.

Manufacturer narrative:
Although the subject device was not returned, the company conducted a complaint investigation including a physical inspection of the device and use environment at its location. The complaint investigation determined that a malfunctioning electronic device (from a separate manufacturer) was emitting a unique electronic noise which interfered with the envisio navigation system for approximately 2.5 minutes. The effect of this interference was erratic navigational information displayed by the envisio navigation system for the 2.5 minutes of interference as the envisio navigation system software responded to the presence of this electronic noise. Elucent notified the customer of the malfunctioning equipment.